Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction #(B)(4)). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient with a history of arteriovenous malformation gastrointestinal bleeding found scant blood in stool. Labs were ordered and hemoglobin 6.7. Patient instructed to recheck labs on (B)(6) 2020. Labs showed hemoglobin dropped to 6.0. Patient instructed to receive 2 units of packed red blood cells.